Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector to the ilet when using a prefilled cartridge, which was resolved after removing the cartridge, connecting the luer lock without the cartridge, performing a tubing fill, and executing a rewind before reinstalling the same cartridge and connector. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the connection issue could not be reproduced after the rewind and tubing fill and that the device functioned as expected with the same components. It was concluded that the device operated within specifications and that user-directed setup steps resolved the reported difficulty.